Manufacturer narrative:
Investigation found a small tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) and noticed insulin leaking at the site. The pod was worn on the abdomen. No information was provided on how the hyperglycemia was treated.